Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother called for assistance adjusting the settings on customer's insulin pump. Customer's last blood glucose was 447 mg/dl. She treated earlier and is now feeling fine. Customer's mother declined troubleshooting for high blood glucose. Customer's mother stated she believes the high was caused by customer recently getting taller and gaining weight. Customer's mother was assisted in adjusting the settings and advised to speak to the doctor about proper settings. Nothing further reported.